Event description:
It was reported to philips that the device is experiencing an intermittent defib test failure during the operational check. There was no patient involvement.

Manufacturer narrative:
.